Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device was unable to confirm the reported cracked condition. No missing material or breakage was noted. The device is worn due to high cycle use over many years in the field and has reached the end of it's useful life. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the instrument was crack in metal handle. No surgical delay.